Event description:
It was reported that the device continuously activated and sparked.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: unintended energy delivered. Probable root cause: probe short, button stuck on firing position, fluid ingress, suction tube cut, button inadvertently pressed, damaged insulation, probe bender used to bend nonbendable probe, user accidentally submerges device, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle console error, use error. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the device continuously activated and sparked.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.